Event description:
It was reported that the pt had poor benefit from the device since implantation. Pt's hearing loss has progressed and the pt receives no benefit from the device. Re-implantation with a cochlear implant was performed on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and has been returned to the MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.